Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor guidewire became stuck in the newly implanted left ventricular (lv) lead after a difficult lead placement. The wire was fully in the lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.